Event description:
Per the clinic, it was also reported that there was an extrusion of the electrode lead into the external auditory canal (date not reported).additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on 30 october 2019.

Event description:
Per the clinic, the electrode array was inadvertently pulled out of the cochlear resulting in explantation of the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.